Event description:
A pump was reported to have issues, with its screen not responding to touch at times and the button being difficult to push to wake the pump. There was no adverse impact on the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.